Manufacturer narrative:
Company rep evaluated the system. The power supply was replaced. Communication was reestablished system was tested to factory's specs.

Event description:
Customer reported that the panorama central station shutdown and would not restart. Pt monitoring was temporarily interrupted. No pt injury was reported.